Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to spec, white particles in the shell and opening curved on radius. A visual and microscopic analysis was performed which identified: two striated opening on radius. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage. The events of wound dehiscence and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, wound dehiscence and exposure.

Event description:
Healthcare provider reported a right side rupture, wound dehiscence and exposure. The device has been explanted and replaced.